Event description:
It was reported that the wake button was not functioning as expected and required multiple presses to function. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.